Manufacturer narrative:
The device has been returned to olympus service center for evaluation and the reported issue was not confirmed. The evaluation revealed the following findings: all of the paddles were loose and disconnect when slightly moved which caused noise or loss of image; the following components had evidence of corrosion and needed to be replaced: top cover, front panel and bottom chassis, front chassis, rear panel, power switch and connector; and the software version needed updating to 4.10 from current 4.00. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the video system center the image was washed out during an unspecified diagnostic procedure. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed the video socket connector had a defective locker, and it didn't secure scope video cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however it is likely that the video cable cannot be secured properly due to a failure of the video connector socket leading to the malfunction. Olympus will continue to monitor field performance for this device.